Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No unexpected audio and sound siren or audio and beep anomaly noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump immediately went to blank display after being exposed to moisture. The customer reported that the insulin pump had a constant tone. The customer's blood glucose was 172 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.